Event description:
It was reported that lens vaulted post implantation. The lens was repositioned with a capsular tension ring (ctr). Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens is implanted, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.